Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. It was reported that the cracked monitor was replaced. The system powered on and worked as intended. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when getting ready to take a spin with an imaging system, the main cart monitor went black. The images transferred to the navigation system with no issue and the surgeon proceeded with the case using only the camera cart monitor. No errors displayed. The main cart power led was blue and the fans can be heard running on the main cart. Site rebooted system but the main cart screen was still black. Patient present. There was a 10 minute delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795, product ID: 9735765, product ID: 9736325, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis was performed for product: 9735795, lot number: 17440849. It was reported that the returned monitor would not power up on the test bench. The monitor also had two impact marks and cracks across the display. Already reported codes b01, c07 and d02 are applicable to this analysis. H3: analysis was performed for product: 9735765, lot number: unknown. It was reported that the returned cable was replaced as part of a monitor upgrade. There was no issue with this cable. Codes b01, c19 and d14 are applicable to this analysis. G0201402 was also added for product 9735795 (monitor). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.